Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This case is related to 2135225-2018-00054. This spontaneous report was received from a registered nurse at a physician's practice and concerns a female patient early in her fifth decade who was injected with 1.5cc of radiesse on (B)(6) 2018 for nasolabial fold (nlf) indication. Medical history positive for fillers in the distant past. Concomitant medications not reported. Two days post injection, the patient presented with pustules on the left side of the nose and inflammation. She was seen by a dermatologist on an unspecified date. The patient was diagnosed with a bacterial infection and started on an unspecified antibiotic. It was unknown if a culture was performed. Causality reported as unknown. Lot number unknown at time of report.

Manufacturer narrative:
During quality review of the case, it was noted that the injection date was incorrectly recorded and submitted to the FDA as (B)(6) 2018 and adverse event onset as (B)(6) 2018. The injection date should have been recorded as (B)(6) 2018 with event onset of (B)(6) 2018.

Event description:
This spontaneous report was received from a registered nurse at a physician's practice and concerns a female patient early in her fifth decade who was injected with 1.5cc of radiesse on (B)(6) 2018 for nasolabial fold (nlf) indication.

Manufacturer narrative:
The device history record for radiesse(+) dermal filler lot 100110415 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
Follow up information was received from the reporter on 08-jan-2019: the patient's age, initials, date of birth and weight were reported. Date of injection clarified as (B)(6) 2018 (previously reported as (B)(6) 2018 ). An unspecified time post injection, the patient developed swelling, mild edema of the face in the nasolabial area, redness, and a papule formed on the nose area. On (B)(6) 2018 , the patient reported skin breakdown with redness and papules. On (B)(6) 2018 the patient was prescribed cipro (ciprofloxacin) 500mg twice daily and mupirocin cream topically. As of (B)(6) 2018 the redness was ongoing. Causality reported as related. Lot number reported as 100110415, which corresponds to radiesse(+)(previously reported as radiesse). Outcome reported as redness unresolved.